Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Following the advancement of a non-bsc introducer sheath, guide wire, and guide catheter to the lesion, a non-bsc stent was advanced but failed to cross the lesion even after several attempts. Subsequently, a 4.00 x 16 synergy stent was implanted in the proximal end of the lesion. A 3.00 x 32 synergy drug-eluting stent was then advanced to treat the distal end of the lesion; however, difficulties were encountered while advancing the device. A non-bsc guide catheter was advanced for back up but both the non-bsc guide catheter and the 3.00 x 32 synergy stent were unable to reach the lesion and stopped near the left main trunk (lmt). The non-bsc guide catheter and guide wire were removed. Contrast angiography was then performed and it was confirmed that the stent remained in the aorta. The stent was unable to be retrieved as the guide wire has already been removed. The patient was then sent for surgery. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent dislodged during procedure inside the patient¿s body and was not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Following the advancement of a non-bsc introducer sheath, guide wire, and guide catheter to the lesion, a non-bsc stent was advanced but failed to cross the lesion even after several attempts. Subsequently, a 4.00 x 16 synergy stent was implanted in the proximal end of the lesion. A 3.00 x 32 synergy drug-eluting stent was then advanced to treat the distal end of the lesion; however, difficulties were encountered while advancing the device. A non-bsc guide catheter was advanced for back up but both the non-bsc guide catheter and the 3.00 x 32 synergy stent were unable to reach the lesion and stopped near the left main trunk (lmt). The non-bsc guide catheter and guide wire were removed. Contrast angiography was then performed and it was confirmed that the stent remained in the aorta. The stent was unable to be retrieved as the guide wire has already been removed. The patient was then sent for surgery. No patient complications were reported and the patient's status was good.